Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: the complaint could not be confirmed or duplicated on investigation. All keypad buttons responded normally to button presses. The buttons had normal click and spring-back. There was no visible sign of damage to the keypad. The keypad cover was removed and no defects were found to the button contacts. Unrelated to the complaint, investigation revealed that the display screen text was dim, faded, and discolored. Increasing the contrast setting to the maximum of 10 did little to improve the display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.